Manufacturer narrative:
Updated codes in h6. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00845 ((B)(4)+ ae-qas-sp42); 9610612-2020-00941 ((B)(4)+ ae-qas-sp42); 9610612-2020-00940 ((B)(4)+ ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Procode: mjo.

Event description:
It was reported that there was an issue with ae-qas-sp42 - collect.no.qas spine anterior stabilis. Upon review of the survey form, the surgeon noted kyphosis after posterior longitudinal ligament (pll) removal in large disc space. According to the complaint description, there was a revision surgery necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00845 ((B)(4) + ae-qas-sp42), 9610612-2020-00940((B)(4) + ae-qas-sp42).,